Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh ver. 2 assay on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. It was asked, but it is not known when the specific date that the event occurred. Refer to the attachment for all patient data. The sample was initially tested on an unknown date on the customer's e 801 analyzer. The sample was provided for investigation, where it was repeated on a second e 801 analyzer on (B)(6) 2022. During investigations, the sample was repeated on an e411 analyzer on (B)(6) 2022. The sample was also repeated on an abbott architect analyzer on (B)(6) 2022. The results with the roche tsh method and abbott tsh method did not agree. The serial number of the customer's e 801 analyzer was requested, but not provided. The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 571765, with an expiration date of 31-jan-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Tsh reagent lot number 581577, with an expiration date of 30-nov-2022 was used on this analyzer.